Event description:
It was reported that this left ventricular (lv) lead exhibited a high pacing output causing an increase in the associated device power consumption. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).